Event description:
Reporting status: serious injury/required intervention. Reporting rationale: guide wire separation requiring intervention. Device issue: guide wire separation/difficult to remove. It was reported that during a rca stenting procedure, the physician was removing the sds from the guide wire after stent deployment when he felt resistance. Upon continued attempt to remove the sds, the guide wire broke into two pieces. The guide wire that remained in the aorta was removed successfully. There was no further patient effects reported. There is no additional information available.

Manufacturer narrative:
Results code - product performance engineering has not completed their investigation at this time. Results and conclusions will be forwarded upon completion. Evaluation summary: quality assurance analysis revealed that the guide wire was returned with blood and contrast on the core. The distal end of the guide wire was not returned. The core was separated at the distal end of the hypotube. The separated portion was not returned. The catheter used in the procedure was not returned. There was no other damage noted to the guide wire. A hole gauge was used, and the returned proximal end of the guide wire met manufacturing criteria. The guide wire was sent to scanning electron microscopy (sem) for further analysis. Product performance engineering has not completed their investigation at this time. Results and conclusions will be forwarded upon completion.